Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. Although requested, the device has not been received. A follow up report with failure investigation results will be submitted should the device be received for evaluation.

Event description:
Customer reported that an "error 22" occurred during an inotrope infusion for a patient in the cardiovascular ICU. The patient's blood pressure dropped significantly. The patient was put in trendelenburg position and rips were increased to bring the blood pressure back up. Although requested, no additional information was provided.